Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04003. The pt received his scs system on (B)(6) 2010, including two leads (with different lot numbers). It was reported the pt no longer had the stimulation coverage he had previously. Reprogramming was unable to recapture the desired stimulation. The physician has scheduled a surgical procedure to address the issue.

Manufacturer narrative:
Device 1 of 2. Reference MFR report: 1627487-2012-04003. The pt received his scs system on (B)(6) 2010, including two leads (with different lot numbers). It was reported the pt no longer had the stimulation coverage he had previously. Reprogramming was unable to recapture the desired stimulation. The physician has scheduled a surgical procedure to address the issue.